Event description:
A pooling of contrast outside the aorta on the final angio indicated a perforated superior neck. The severely angulated neck contained a moderate amount of calcification on CT. The surgeon that under direct observation there was much more calcium present than the CT indicated. Care was taken not to overinflate the aortic balloon past profile.